Event description:
It was reported that, "scrub tech was aligning the #7 rejuvenate stem to the impactor handle with the handle fully opened. The inserter wouldn't fully seat onto the stem. I asked him to make sure the inserter notch was lined up with the notch in the stem. (It was) we tried again to get the inserter all the way down. The scrub tech was unsuccessful so with the inserter partially seated he closed the handle and it held the stem until surgeon started to push the stem down the femoral canal at which time it released. He continued to impact the stem with the inserter until the stem was fully seated."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.